Event description:
The customer reported a leak when using the coulter act diff analyzer. Approximately one cup of diluent leaked from the analyzer. The leak was not contained and an error condition of "diluent low" was generated by the instrument. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the instrument. The operator was wearing personal protective equipment of gloves when the event occurred. There were no reports of biohazard exposure to mucous membranes or cuts. There was no report of erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the instrument and confirmed the diluent leak was from tubing that had become disconnected from the blue diluent filters. The fse reattached the tubing, resolving the leak and the error message of "diluent low" generated by the instrument. (B)(4).